Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Hcp did not provide any info about this. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Hcp did not provide any info about this. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Hcp did not provide any info about this. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Hcp did not provide any info about this. Device return status: please refer to the event description. Photo analysis:visual analysis of the single image received from for evaluation determined that a folder with a section of suture dispensed from the product code could be seen. (B)(4). The image is not clear to determine the failure mode. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2022 and suture was used. During the procedure, when surgeon started gastro-entero anastamosis suturing, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.